Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for fluoroscopy prior to a routine generator changeout. Conductor externalization was noted on the patient's right ventricular lead. Impedance, threshold, and sensing were all within normal limits. No inappropriate therapies were delivered. Lead replacement was discussed but not done.